Manufacturer narrative:
Mar. 31, 2016 02:15 pm (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
Mar. 11, 2016 03:46 pm (gmt-5:00) added by (B)(6): the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent continuity and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Mar. 10, 2016 12:19 pm (gmt-5:00) added by (B)(6): pa was harvesting radial artery. After dissection she placed the hemopro 2 device in the left arm to use. There was a small amount of heat and then it didn't work. They changed out electrocautery cord without help. Finally, they opened a new kit and this hemapro device worked.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. No visible defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.69 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported complaint was unable to be confirmed for any failure mode during testing. We were unable to reproduce a failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent continuity and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Pa was harvesting radial artery. After dissection she placed the hemopro 2 device in the left arm to use. There was a small amount of heat and then it didn't work. They changed out electrocautery cord without help. Finally, they opened a new kit and this hemopro device worked.